Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2016, a (B)(6) y/o, male patient with a bmi of 32.2, underwent implantation of a insert tib 2 11mm knee post stab cnstrn mod net cmpr mld. On (B)(6) 2019, approximately 29 months post implant, the patient underwent revision due to aseptic loosening.